Manufacturer narrative:
(B)(4). This complaint for was provided with lot numbers h11h26013, h11h31112, and h11g23012, and a batch review was performed, which revealed no issues and no deviations from standard procedure for the disposable set. Therefore, this complaint is not confirmed because there was no report of a breach in aseptic technique or device malfunction. The cause of the incident is undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A trend review was conducted and similar reports have been received for the reported problem of peritonitis. Additional investigation is being conducted through CAPA (B)(4). Should additional information become available, a follow-up report will be submitted

Event description:
Baxter contacted the patient on (B)(6) 2011 to follow up on an unrelated alarm. The care giver (cg) stated, the cause of the alarm was unknown and that the homechoice machine was not functioning properly the cg also stated, the patient had developed peritonitis on (B)(6) 2011. The patient was currently in the hospital, receiving treatment for the peritonitis at the time of the call. The cg reported that the patient had poor eyesight and that the doctor had recommended to stop using the hc and move to hemodialysis. Therapy has been going fine since the event. Additional information received: this is a spontaneous consumer report from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. In 2011, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis as manifested by dialysis was not clear and fibers in the bag. That same day, the patient was hospitalized. On (B)(6) 2011, unspecified treatment began for the peritonitis while hospitalized. The consumer stated that a physician recommended that the patient stop using the homechoice machine and switch to hemodialysis. On an unreported date in 2011, dianeal therapy was withdrawn. The patient has not recovered at this time. An opinion of causality was not reported.